Event description:
Had gynecare prolift total repair kit and tvt sling installed in (B)(6) 2007, for the purpose of repairing vaginal prolapse (cystocele, rectocele, uterine prolapse) and tvt sling installed as a "preventative measure" since it ran in my family and dr though it would be a good idea that "since we are in there we may as well" stating there were no known complications and since my mother suffered stress incontinence I would be likely to as well. I began to have problems with incontinence and went back to the dr. He told me that I had the condition prior to my surgery, but was not aware it. I asked him how it was possible to have incontinence and not know it. He informed me that my prolapse had been masking the incontinence, mentioned something about a levator muscle, gave me samples and a prescription for enablex and suggested I go to his incontinence clinic. He told me in no uncertain terms that it was not possible for this to be caused by the mesh or the surgery. Not to worry about that. Of course, you trust your doctor. Well, at least I used to. So I resigned myself to the fact that I had probably become incontinent due to the prolapse itself and would have this condition for life. A few yrs later I began to experience severe pain in my lower back and increasing severe vaginal and pelvic pain. Also urinary retention and pain (pinching in my bladder mostly) when urinating. When I went for a vaginal ultrasound for an unrelated condition (ovarian cyst), the test was so incredibly painful. It was horrible. And for the portion where they were to do the ultrasound w/o a full bladder and asked me to empty it, I was unable. I tried several times, but had urinary retention and could not fully empty. They tried three times after I tried to pee and each time was off the charts painful. As this point I realized something was definitely wrong with me and went to a urogynecologist. I was informed that I was having problems with my tvt sling and it needed to be removed. In (B)(6) 2010, the dr removed as much as she could. I initially experienced some relief, but symptoms returned soon and over the next yr worsened. It was not just incontinence, but extreme vaginal/pelvic and lower back pain. I went back to same uro dr and found out my transvaginal mesh had eroded and was causing these problems. In (B)(6) 2012, the same dr worked on my transvaginal mesh to remove as much of that as possible. Following the surgery I experienced some relief in incontinence and lower back pain as well as vaginal pain, but as with the first surgery, it began to creep back. And I was also experiencing sharp "stabbing" pains in my bladder and lower vagina. She was unable to get all the mesh out and it is hurting at the parts where the mesh was still in. Also sometimes I get horrible all over "aching" pain throughout my vagina/pelvic region as well as uterine cramps; which is really weird because I haven't had those for yrs, I finished menopause five yrs ago. Following the 2012 surgery, I experienced multiple infections. All cleared up and have not resurfaced. I went for pelvic floor therapy to hopefully relieve the vaginal pain. It did not. I was just painful. I now continue to have increased pain and incontinence and just last week noticed that my rectocele is back and have an appointment to see my dr to see if she can do anything surgical. Holy cow, this mesh is just evil. My vagina is a mass of painful scar tissue and I am unable to have sex with my husband and go through daily pain and incontinence. I'm beginning to fear this may be a lifetime problem for me. I certainly hope not. Thank you so much for putting out that warning about this mesh. It is a horrible, dangerous product and has truly damaged me and decreased my quality of life in multiple ways. Almost forgot, also experience pain in the rectum. Periodic, but intense, low in the rectum, mostly while walking. Have also woken up at night with sharp stabbing pains in my bladder. And have developed neuro-muscular problems which I am unsure as to whether they are attributed to the mesh, but where not present prior to installation of mesh. Had the surgeries to remove as much mesh as possible as mentioned above as well as pelvic floor therapy in (B)(6) 2012, in an attempt to relieve vaginal and associated pain.